Event description:
Info was provided that during carotid stenting, the first sheath lost its valve during pushing into the vessel. The second sheath lost the valve when pulling back the introducer for the filter wire (which was in place) and before introducing the wallstent sys. A lot of blood was flowing out of the open sheath, due to the missing valve. The physician completed the procedure as fast as possible.

Manufacturer narrative:
Eval: still under investigation.